Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the call was to ask for programming guidance to adjust stimulation sensation. Patient said that last june spoke to the physician assistant (pa) at their healthcare professional (hcp) office about adjusting setting to help with symptom control. Patient said they experienced explosive diarrhea in september and increased setting to 1.8 and in december was still having problems so increased to 2.2. Patient said saw a hcp and was prescribed some medication and in january was doing better so decreased setting down to 2.0. Patient said that since decreased setting in january, they have noticed feeling the stimulation more when at rest. Patient said their  previous experience with the stimulation sensation was that they set it and then after a while they didn't really feel it anymore, especially when at rest. Patient said that the day prior to the report, they tried some different programs however wasn't feeling stimulation sensation at all at 2.0 so decided to turn the therapy off. During call, it was reviewed therapy information and general programming guidance. Patient said will try the other programs again and adjust to setting in which patient feels stimulation and then back down. Patient to monitor and track symptoms on each program. Patient to consider scheduling reprogramming session after trying each of the programs.

Event description:
Additional information received from the patient stated that the doctor was not contacted. The step taken was changed the program but the new settings have also caused infrequent bumping and toe sensation. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.